Event description:
7f swan ganz inserted for right heart catheterization via right femoral sheath - catheter advanced by physician to right atrium without difficulty. No pressure wave form on monitor. Pressure tansducer and all connections checked. Catheter flushed easily without any change. Catheter removed and different catheter inserted with good presure tracing.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.